Event description:
The user has been re-implanted due to migration of the active electrode. The user was re-implanted. The explanted device was disposed of at the clinic.

Manufacturer narrative:
The device has been explanted. The device has not been returned to the manufacturer for evaluation. The explanted device was disposed of at the clinic.